Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on 04/05/2026 at approximately 02:00 am, the patient developed acute nausea and vomiting following dinner. The patient presented to a local clinic and was treated for suspected food poisoning and dehydration with intravenous fluids, antibiotics, and ondansetron (zofran). The cgm readings consistently ranged between approximately 95¿105 mg/dl, but no fingerstick readings were reported from that moment. Despite treatment, the patient experienced persistent vomiting for approximately 30 hours, progressive dehydration, intermittent altered level of consciousness, loss of consciousness, confusion and disorientation, shakiness, sweating, dizziness, increased thirst, blurred vision and a low-grade fever. Due to clinical deterioration, emergency medical services were contacted. On (B)(6) 2026, at approximately 03:30 am, the patient arrived at the hospital, and when a fingerstick was taken the cgm reading was 95 mg/dl, and the blood glucose reading was 397 mg/dl. Ketones were tested and were 5.3 mmol/l. The patient was diagnosed with diabetic ketoacidosis. The patient was admitted into the ICU and was treated with intravenous insulin, saline, fluids, and antiemetic therapy was continued. During the hospitalization the cgm reading reportedly remained in the range of 95¿105 mg/dl. The patient was discharged after 36 hours (B)(6) 2026 at 06:00 pm). There was no documentation of further medical evaluation or intervention. At the time of the report the patient was not sure yet how they were currently doing and was going to see their physician. It was understood however that they had recovered from the hyperglycemic event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the arm. According to the patient, while traveling in japan, on (B)(6) 2026 at approximately 02:00 am, the patient developed acute nausea and vomiting following dinner from the prior evening. The cgm readings consistently ranged between approximately 95¿105 mg/dl, but no fingerstick readings were reported from that moment. The patient went to a local clinic and was treated for suspected food poisoning and dehydration with intravenous fluids, antibiotics, and ondansetron (zofran). During this time, the cgm readings was consistently ranged between approximately 90¿105 mg/dl, no fingerstick or ketones were checked at the clinic. The patient consumed only broth and water and did not administer bolus of insulin. On (B)(6) 2026, despite treatment, the patient experienced persistent vomiting for approximately 30 hours, and developed symptoms of severe weakness, dehydration, confusion labored breathing, and an inability to walk. Due to clinical deterioration, emergency medical services were contacted. At approximately 03:30 am, the patient arrived at the hospital, and when a fingerstick was taken the cgm reading was 105 mg/dl and no blood glucose reading was taken at this time. At 7:55 am, a fingerstick was taken and revealed a bg of approximately 397 mg/dl and ketones were 5.3 mmol/l. The patient was diagnosed with diabetic ketoacidosis. The patient was admitted into the ICU and was treated with intravenous insulin, saline, fluids, and antiemetic therapy was continued. The patient remained in the ICU for 36 hours. Subsequently the patient was discharged from the hospital at 6:00 pm on (B)(6) 2026. There was no documentation of further medical evaluation or intervention. At the time of the report the patient is stable and has returned home to the united states. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.